Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The lead remains actively implanted. This rv lead was repositioned due to loss of capture and no pacing. The patient had syncopal episode and went to ER. Should additional information become available, it will be added to this file.